Manufacturer narrative:
(B)(4). The biomedical engineer evaluated their device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device displayed ¿abnormal energy delivery¿ when delivering defibrillation therapy into a test load. This took place when performing the daily check of their device. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. There was no patient use associated with the reported event.